Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button is delayed in responding to touches. In addition, it was reported that the screen is intermittently unresponsive and delayed in responding to touches. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.